Event description:
Customer reported that during a procedure the bullet separated from the suture while inside the pt. The bullet was left behind in the pt. The procedure was completed using another capio suture. There was no adverse outcome to the pt reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. Indicate - the device was discarded at the site. No results are available. At this time.